Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt had a loss of therapeutic effect. Impedance measurements showed readings of >3600 ohms. The pt's extension was replaced. Therapy was restored and the pt recovered without sequela.